Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer1.2 row e was not detected on bus. The field service engineer replaced row board cable, drawer retractors and cubie tray to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was failed.the customer added that this malfunction caused a delay in retrieving medication to patient.however, there were no adverse events or injuries reported based on this event.